Event description:
A (B)(6) pt with right lateral malleolus non healing wound. Not surgical candidate (pcp out of country). Endovascular procedure necessary to salvage right limb. Right lower angioplasty w/stenting completed. After stent placed, balloon deflated, difficult pulling back the balloon. Balloon trapped. Balloon remains inside stents.